Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging respiratory issues. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. Box b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous MDR.) Box b2 was corrected to blank. (Previously, it was other.) Box h1 was changed from serious injury to malfunction. Box h6 health effects: clinical codes and health effects - impact code was corrected.